Event description:
It was reported that the patient with this pacemaker experienced syncope, and two pacemaker mediated tachycardia (pmt) episodes occurred during this time. The pmt lasted a few seconds, and the paced rate did not exceed 130 beats per minute. This device remains in service. No additional adverse patient effects were reported.